Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support informed the customer that the gde (gas delivery engine) and uim (user interface module) needs to be updated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator was inop (inoperable) on start-up and there was a burning smell. The customer confirmed that there was no patient involvement associated with the reported event.